Manufacturer narrative:
Section e1: reporter phone number initially reported as (B)(6). Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an intermittent noise, which they suspected to have been caused by poor contact. The intermittent noise had been occurring during usage. There were visible signs of corrosion on the metal part of the battery. A replacement was requested.

Event description:
It was reported that the patient experienced an intermittent noise, which they suspected to have been caused by poor contact. The intermittent noise had been occurring during usage. There were visible signs of corrosion on the metal part of the battery. A replacement was requested. It was later reported that the log files were not available. The cause of the corrosion was unknown. The alarm was due to one of the power cables disconnecting. Exchanging the batteries resolved the alarms. It was unknown if the system controller lcd screen displayed the alarms appropriately.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: (B)(6). Manufacturer's investigation conclusion: the system controller was evaluated following the initial reported event of the system controller liquid crystal display (lcd) not displaying alarms appropriately. There were photos or log files submitted for review. The system controller was not returned for analysis. Additional information provided stated that there are no log files available from the time of the event, the serial number of the controller is unknown, a power cable disconnect alarm activated, and it is unknown if the system controller lcd screen displayed the alarms appropriately. The account later stated that the lcd screen did in fact display alarms appropriately. There were no reported issues with the system controller. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed that the system controller lcd screen displayed the alarms appropriately.